Manufacturer narrative:
The device has not been received; therefore, the event cause could not be determined. Correspondence has been sent for device. Once the device has been received and the investigation completed, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the medtronic guidewire was being delivered and the distal end of the guidewire suddenly broke in 10 cm of the blood vessel. The guidewire had not reached the desired location yet. A stent was used to remove this. The vasculature was not tortuous. The diameter of the access vessel; was 7 mm ¿ 8 mm. No patient injury was reported as a result of the event.

Manufacturer narrative:
D10: device available for evaluation - additional information g4. Date MFR rec ¿ additional information h2: type of follow up - device evaluation h3: device evaluated by manufacturer- additional information h6: codes updated the device was returned for evaluation and the clinical observation was confirmed. The customer provided an image of what appears to be the separated distal segment of the avigo guidewire after removal from the patient with the retrieval stent device. The proximal end of the separated guidewire segment appears to be bent. It is likely this damage was caused during removal from within the patient with the retrieval device. No further conclusions could be drawn from the customer image. The avigo guidewire was returned separated into two segments. The avigo guidewire proximal segment total length and the distal segment total length was measured, it appears all segments of the avigo guidewire were returned. There does not appear to be any missing segments. The avigo pushwire was found bent at the proximal end. The avigo distal segment was found bent ~1.5mm from its separated end. The avigo guidewire distal tip was found bent. The characteristics of the bent distal tip is consistent with tip shaping; however, it was reported the guidewire tip was not shaped by the physician. Therefore, the cause for the bent distal tip could not be determined. The outer polymer jacket and outer coil were removed from the guidewire separated ends. The avigo guidewire inner core wire appears to have separated (broken) within the distal platinum coil segment ~1.6mm from the proximal solder. The guidewire broken ends will be sent out to element labs for sem (scanning electron microscopy) analysis. Based on the retuned device analysis, provided images and sem results report of ¿guidewire separation/break¿ was confirmed as the core wire was found broken. Per the sem analysis, ¿distal proximal ends: features consistent with rotational bending fatigue are visible on the fracture surfaces of both wire ends.¿ this indicates that the guidewire broke likely due to excessive manipulation (torque) being applied to the guidewire. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. In addition, the results of the tensile testing and the torque to failure testing were reviewed and found within specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.